Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was determined that there was insufficient information to determine cause. Codes b01, c19, and p reviously reported code d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the t2 dixon images would download and display a generic 10 slice exam with the red x indicating that it could not be used with navigation. It was noted that the dixon method of fat suppression, which saves multiple volumes into one series, was used as a troubleshooting step. The manufacturer representative stated that some dixon images would download on the navigation system. It was suspected that the dicom tags were likely different, where the volumes weren¿t stacked on top of each other. Additional information was received from the manufacturer representative. It was further reported that the images were not able to be successfully downloaded or used. The manufacturer representative stated that there was not a network or picture archiving and communications system (pacs) connection issue. It was noted that the images were compressed, which may have led or contributed to the issue. The manufacturer representative confirmed that the issue was not able to be resolved through troubleshooting or other secondary input methods. No patient involvement was reported.